Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of sensing and increased threshold were observed. The lead was explanted and replaced. The patient condition was good before and after the procedure.